Event description:
Ino machine developed a failed ino sensor while on a patient. The ino sensor should not have failed. Unknown what contributed to the event. The machine was taken off of the patient and a new ino machine was placed on the patient. Patient coded 20 minutes later.